Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 07/25/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, visibility/palpability, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma, "implant is hard".

Event description:
Health professional reported left side ¿capsular contracture¿, baker grade iii, and ¿the implant itself also became hard.¿ health professional later reported seroma, treated by aspiration. The device remains implanted.